Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that about 2 weeks prior to the report, the ins started having "electrical shorts" which leave the patient "totally incapacitated" and not able to move. When this happens, the patient's blood pressure increases. They met with a rep and were told tat the leads are working, but she has lost a lot of weight which could affect her internal components. The patient said that she has the intensity turned down to 0, but the issue was still occurring. The ins was going to be replaced soon. No further complications were reported.